Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the cusa excel ribbon cable (part number 207500643) was returned for eval. It was visually checked upon receipt and it was noted that it was crimped at one/two wires. However, no wire insulation was broken. The ribbon cable was moved and the crimped area twisted and moved but it did not stop the amplitude from working or change the amplitude settings. The reported failure of the display vibration level jumping to the next level higher could not be replicated. It has been confirmed by the service engineer that the console is working to integra's spec after the cable was replaced. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purpose.

Event description:
In (B)(6) 2011, integra field service engineer was conducting a hospital in-service on the cusa excel plus and noted that in the operate mode, when the vibration levels were set at values 20% through 90% and the vibration footswitch was keyed at each level, the display vibration level jumped to the next level higher. It was determined that the problem was a crimped ribbon cable in the outer panel. Although there was no pt contact or injury and it was during a product in-service, integra lifesciences corporation's risk management review on may 31, 2011 indicated that the console will not work if the ribbon cable is crimped, which may cause a delay in pt treatment while an alternative device is obtained or an alternative procedure is carried out. The crimped wires can lead to the cables being severed, burns and/or scarring to the pt and/or user. This delay if significant could add to the pt's risk. The cusa excel process fmea rates the severity to the pt as serious.